Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the footrest pedal to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The footrest pedal was analyzed and it was not working indicating that the fault occurred in the field. Upon visual inspection, the paint on clutch pedal had fade out. The footrest was installed on a golden system for additional testing. Upon startup the system powered on without any error. Footrest was tested and the blue right foot pedal was intermittently engaging when pressed down. The probable root cause of the reported failure is attributed to component failure on the right-side blue pedal of the footrest assembly.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci assisted surgical procedure, the right blue foot pedal was not working on surgeon side console (ssc). It was further stated that when they pressed the other foot pedals, they were able to hear a click but with right blue pedal, they could not hear any clicks. Additionally, the bipolar energy was not working. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical inc., (isi) field service engineer (fse) was dispatched to the site to further investigate the reported event. Fse inspected the system and observed that right blue foot pedal was not responding when engaged. Fse replaced the footrest pedal on surgeon side console (ssc) to resolve the reported issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has received the footrest pedal assembly; however, failure analysis investigations are under progress. Additional information is being gathered to determine the contribution of the device to the customer reported issue.